Event description:
Becker drain leaking cerebrospinal fluid to the floor from a break in the tubing just below the graduated cylinder collection - appears the tubing pulled away from the insertion site.